Manufacturer narrative:
(B)(4). Patient age at the time of event: over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The physician attempted to pass the 15/4.00 flextome¿ cutting balloon¿ through a 6f guide catheter into the vessel. The physician felt strong resistance and decided to withdraw the balloon. It took a lot of power to withdraw it and because of that, the shaft broke. The physician retrieved both parts of the shaft. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The balloon protector was not received at the cis for analysis. A visual and tactile examination found that the midshaft was broken at the guidewire exit port. The midshaft was stretched for 0.25 mm proximal to the break and 0.5 mm distal to the break. This type of damage is consistent with excessive force being applied to the delivery system. A vacuum was unable to be pulled for balloon preparation due to the break in the midshaft. However, the distal half of the broken shaft was able to be inserted over a 0.014 inch guidewire and inserted through the recommended size 6 fr sheath as identified on the product label without issue. The distal shaft was advanced and subsequently removed through the sheath with no resistance encountered. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The physician attempted to pass the 15/4.00 flextome¿ cutting balloon¿ through a 6f guide catheter into the vessel. The physician felt strong resistance and decided to withdraw the balloon. It took a lot of power to withdraw it and because of that, the shaft broke. The physician retrieved both parts of the shaft. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.